Event description:
The user facility reported that the endotracheal tube was checked for leaks prior to patient use and no leaks were detected. After an unknown amount of time in use, the pilot balloon was found cut at the middle of the line. No adverse effects to the patient were reported.

Manufacturer narrative:
Device evaluation: one pilot balloon sample was returned for evaluation. No other portion of the endotracheal tube unit was returned. Unable to perform functional testing with only pilot balloon returned. Reporter noted that the product passed pre-use check. Therefore, damage to the inflation line most likely occurred during use.